Event description:
The dealer states, the right side motor wheel froze and when he took off the brake cover one of the engage/ disengage motor wires were exposed. Dealer states no injuries were reported to him.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.